Event description:
It was reported to philips that the system large screen was black as the flexvision-pc did not start up. The device was outside about clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system large screen was black. As part of troubleshooting, the fse reviewed log files and found flexvision pc did not boot up, which indicated the issue with flexvision pc. To resolve the issue, the fse reloaded the flexvision pc software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.